Event description:
Toddler/patient was walking around stretcher while parents were distracted with registration. Mom was right beside pt while she was touching side rail and then it folded down on her hand. Noted laceration with bleeding, held pressure and notified md. Pt was set for discharge for chief complaint but after md examined and washed cut, statclot dressing was applied with bandaid and pt was discharged.